Event description:
Pt had feeding tube inserted to replace a smaller sized (14 fr) tube. Since insertion, the end of the feeding tube (y-port connector) consistently leaks despite being capped. Pt must keep a plastic bag tied over the end of the tube to catch leaking formula. The pt has had multiple episodes of formula soiling their clothing because of this leak. The formula leaves stains on clothes.